Event description:
False positive flu b, unknown if symptomatic or asymptomatic, confirmed with pcr and second analyzer. Customer unsure of total number of false positives but at least 5. Report 4 of 5.

Manufacturer narrative:
Investigation conclusion: a review of the production records found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.